Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. The expiratory pressure transducer board was replaced as recommended in the service manual but not returned for further investigation. The ventilator passed functional and pre-use checks and was cleared for clinical use. No device log files has been received. Since the replaced part was not returned for further investigation, the cause why the pressure transducer test failed during pre-use check has not been determined.